Event description:
A malfunction on a pump was reported by a customer. There was no adverse impact to the customer's blood glucose level. The customer reset the malfunction prior to contacting technical support and was advised to continue using the pump. They were instructed to call back if the malfunction code recurred, which the customer acknowledged and understood.